Event description:
It was reported that the implantable cardioverter defibrillator was unable to interrogate. Intervention was made by trying a new programmer, unplugging rf antenna and telemetry wand. The patient was in stable condition.